Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the data showed the battery indicator signifying that it is time for device replacement. The device reached the elective replacement indicator (eri) on (B)(6) 2014. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Event description:
It was reported that early depletion of battery occurred. Implantable cardioverter defibrillator (ICD)  was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).